Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. A batch review will be performed for potentially associated lot number h13k06083. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13k06083. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with therapy for peritoneal dialysis. Dianeal therapies were ongoing. The cause of death was reported to be due to respiratory failure, pulseless electrical activity, and peritonitis. The cause and treatment of peritonitis were unknown. An autopsy was not performed. No additional information is available. This is report 1 of 3 involved in this event.